Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest, chf (congestive heart failure), and copd (chronic obstructive pulmonary disease).

Manufacturer narrative:
A partial lead measuring 17.2 cm was returned in one piece for analysis. Electrical testing and visual inspection did not find anomalies except for damages consistent with procedural damage.